Event description:
It was reported that a yellow alert was received. The automatic thresholds were detected as greater than the programmer amplitude or were suspended. Technical services (ts) review of the case noted that the reason for the yellow alert was due to the device not measuring the thresholds and fusion beats seen which sent the device into suspension. Ts also discussed that there were higher pacing thresholds recorded on the right atrial (ra) lead as well as presenting electrograms (egms) showed oversensing on the ra channel from ventricular pacing events. Ts discussed reprogramming the device to a fixed output. No adverse patient effects were reported. The lead remains implanted.